Event description:
It was reported that during surgery, a tracheostomy tube was placed in the patient. After the surgery, the patient was taken to the intensive care unit (ICU). After seven days of patient use, a leak noise was generated. A crack on the slip joint was observed. It was possibly created when the slip joint was separated by a forceps, and not due to a faulty device. The leak was too small to activate the low pressure or the low ventilation volume alarms of the ventilator. The device was pre-tested. There was no required replacement and re-cannulation of another device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).